Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was providing an alarm indicating low fio2 (fraction of inspired oxygen) levels. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec received the device for evaluation and downloaded its electronic records (system logs) for analysis. Ventec observed that the device had previously logged an alarm indicating very low fio2 (fraction of inspired oxygen) readings. During testing, however, ventec was unable to duplicate the reported issue of low fio2. Proper device operation was confirmed through functional and performance testing. The cause of the report issues could not be determined.